Event description:
On (B)(6) 2013, the reporter contacted animas, alleging a history/settings (history/settings issue) issue. It was reported that prime history showed two primes that the patient did not prime the pump, and the patient was off from the pump therapy. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has been returned and evaluated by product analysis on 12/19/2013 with the following findings: a review of the pump¿s history showed that the pump did not power down between (B)(6) 2013 at 20:58 and (B)(6) 2013 at 10:44. The pump was able to rewind, load, and prime successfully. The pump was exercised for 24 hours on a 1 unit per hour basal rate with no alarms. Two boluses were performed using the pump and one was performed using the meter; all three were accurately recorded. The pump covered was opened and no defect was found. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.